Event description:
The reporter contacted us regarding four freestyle libre 3 sensors. Three of the sensors matched lot numbers listed in a recall letter they received from walmart, they also had a fourth sensor exhibiting highly inaccurate readings, reportedly off by approximately 100 points, which the reporter was able to verify through a separate check. Pt code: 4582. Device codes: 1535, 1420. Ref reports: mw5180724, mw5180726, mw5180727.